Manufacturer narrative:
(B)(4). Additional information: this report is an allegation against an uknown cassette. Since the product code is unknown at this time, there will not be a us 510k number provided. This report is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported as not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The hp stated he had became disconnected during therapy; therefore, was not attached while the machine alarmed. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's afterhours call service regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) machine during drain 3 of 5. The hp stated he had became disconnected during therapy and therefore was not attached when the machine alarmed. The technical service representative (tsr) advised the hp of proper procedures and explained the alarm indicates air had entered the set up. The tsr further assisted the hp to clear the alarm. There was no patient injury or medical intervention reported.